Event description:
It was reported that during a breast biopsy, the device did not vaccuum up the tissue completely. The device was not clogged. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.